Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-737h-(B)(4): the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits minor scratch marks; the fiber was tested with hene laser fixture, the aim beam is present at the fiber tip; there are no signs of breakage along length of fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "not firing from end" could not be confirmed; cap melted was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, at 3,117 joules and 0:39 minutes, the laser fiber was firing from the side not firing from the end and the fiber did not to work from beginning. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. No patient injury reported.